Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery alarm and displacement test. No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had a minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 136 mg/dl. The customer states the issues occurred the night before. The insulin pump alarmed button error and had a low blood glucose level. The customer does not recall any significant events regarding the alarm. Troubleshooting was not performed, because the customer declined. The device will be returned for analysis.